Event description:
It was reported that the patient presented in clinic. Upon review, it was discovered that the atrial lead exhibited noise leading to oversensing and triggering auto mode switch episodes. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.